Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported that the pk dissecting forceps instrument would not respond to the surgeon's movement. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the instrument would not respond to the surgeon's movement is confirmed. There is non-intuitive motion in yaw due to a broken yaw pulley. Yaw pulley is missing a .230 x .060 piece on one side, allowing the grip to move within the pulley and have a larger range of motion in yaw. Unclear how piece of yaw pulley broke. Additional observation not reported by site is a broken wire. One conductor wire is broken at the yaw pulley exit, on the side opposite they yaw pulley breakage. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley shows no signs of arcing. No other damage found.